Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in post anesthesia care unit, after skin flap procedure, the patient was found to have bleeding from right back free flap donor site. They collected about 400ml output per surgeon. The devices was replaced due to malfunction. There was no patient injury.